Event description:
Complainant alleged that during biomed testing, the device displayed a "defib pad short" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical australia service department and the customer's report was not replicated consistently nor confirmed. The device was put through extensive testing without consistently reproducing the customer's report. The system interconnect cable was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.